Event description:
Reported complaint alleged that patient underwent a dermal resurfacing procedure resulting in pain, permanent damage in pigmentation, skin texture and complexion. Patient alleged that she is now suffering from pink patches of coloration on her skin and acne like condition.